Event description:
It was reported that the lead contacts appeared ¿misaligned or bent.¿ the lead never came into contact with the patient as it was evaluated on the back table and deemed to be unusable. A different product was used.

Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# v818127, product type lead, product ID 3387s-40, lot# v911922, product type lead product ID 3389s-40, lot# v946968, product type lead, product ID 3389s-40, lot# v842595, product type lead product ID 3389s-40, lot# v851427, product type lead, product ID 3389s-40, lot# v946968, product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.